Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had a delayed response and customer had to press the touch screen multiple times in order for it to respond. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.